Manufacturer narrative:
(B)(4). A visual examination of the returned complaint device revealed that the exit marker was bunched up. A functional examination was performed, the balloon was inflated and a leak was found in the wire lumen. The leak between the guidewire channel and the balloon channel prevented the balloon to be fully inflated. It is possible that the failures may be related to the interaction between the catheter and the scope and the handling of the device during the procedure, as the exit marker shows evidence of excessive force and the leak is near the exit market damage. This failure is likely due to an interaction between the user and device, or sample, caused or contributed to the error. Therefore, the most probable root cause is unintended use error caused or contributed to event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the bile duct during a biliary lithotomy procedure performed on (B)(6) 2018.   According to the complainant, during the procedure, the balloon would not dilate sufficiently. The procedure was completed with another cre wireguided dilatation balloon.   There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the exit marker bunched-up; therefore, this is now an MDR reportable event.